Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to end of life (eol) indicator. There were concerns of premature battery depletion.